Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis and a review of the case. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while setting up, the medtronic representative went into the embedded dicom q/r software in cranial 2.2.7 and the system became unresponsive. She hit ctrl, alt, backspace on the keyboard to relaunch the software. After doing this, everything performed as expected. This was before a case and no patient was present.